Manufacturer narrative:
Removed "circulatory 0586419682 - controller" to "(B)(4) - battery" brand name. Heartware® ventricular assist system - controller 1.0. Serial #: (B)(4). Device available for evaluation: yes, returned to manufacturer - 25-sep-2017. Device evaluated by MFR: yes. Serial #: (B)(4). Device available for evaluation: yes, returned to manufacturer - 31-aug-2017. Device evaluated by MFR: yes. Device manufacture date: 15-jun-2016. Serial #: (B)(4) - battery. Device available for evaluation: yes, returned to manufacturer - 31-aug-2017. Device evaluated by MFR: yes. Device manufacture date: 13-mar-2015. Serial #: (B)(4). Device available for evaluation: yes, returned to manufacturer - 31-aug-2017. Device evaluated by MFR: yes. Device manufacture date: 13-mar-2015. Serial #: (B)(4). Device available for evaluation: yes, returned to manufacturer - 01-sep-2017. Device evaluated by MFR: yes. Device manufacture date: 05-jan-2016. It was reported that the patient was experiencing power switching events. Two controllers ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis of controller, (B)(4) , did not reveal any anomalies during the reported event date. Log file analysis of controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors between the controller and batteries. Additionally, power switching events due to momentary disconnections were logged involving (B)(4). The most likely root cause of the reported event can be attributed to communication errors and momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections.   Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: circulatory assist system - controller. (B)(4) - controller / catalog number 1407de / expiration date 06/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Power source issue. Circulatory assist system - battery (B)(4) - controller / catalog number 1650de / expiration date 06/30/2017. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Circulatory 0586419682 - controller / catalog number 1650de / expiration date 03/31/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Circulatory assist system - battery (B)(4) - controller / catalog number 1650de / expiration date 06/30/2016. Di #:unk device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Circulatory assist system - battery (B)(4) - controller / catalog number 1650de / expiration date 06/31/2017. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was power switching. The batteries and controllers were exchanged. No patient complications have been reported as a result of this event.